Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation slap hammer to remove the 150mm perc pin from the patient, on the second pass, the little pin that held both the slap hammer and navigation frame in place sheared off inside the slap hammer. That piece was removed from the slap hammer and passed off the sterile field. In order to remove the perc pin from the patient, a drill chuck was attached to the top of the perc pin and then a slow powered drill was used to back the perc pin out of the patient's bone. When the perc pin was fully removed from the patient and inspected, the surgeon saw that the portion of the perc pin that entered the bone was sheared off as well and was then confirmed by x-ray. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.